Event description:
Crawford silicone stent was passed into lower canalilus. While retreiving it from the nose, the stent sheared-off. The silicone tubing sheared off the metal probe, leaving a piece of silicone within the lacrimal. This necessitated an incision for removal.